Event description:
A report was received that the pt's precision system was explanted due to an infection. The pt's symptom was drainage at the pocket site. The pt was administered vancomycin via intravenously. The physician believes that the infection was not device related. The pt is reportedly doing well following the procedure.